Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor (gold). Pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test and displacement test. Unable to verify compromised force sensor system alarm or perform the no delivery test due to motor error alarm. Motor passed motor test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported in person that the insulin pump alarmed motor error. The customer¿s blood glucose level was 5.9 mmol/l at the time of the incident. It was reported that the customer was able to clear the alarm but it recurred after a while. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer received a replacement. The insulin pump will be returned for analysis.